Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 1pm. The patient reported blood glucose results of "286 mg/dl" with the subject meter and "174 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages her diabetes with an insulin pump (type not specified). It is not known if the patient made changes to her usual diabetes management routine. Prior to the start of the alleged issue, the patient claims she felt symptoms of confusion and legs were weak. The patient drank a coke as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient does not have control solution to perform quality control testing. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms of "confusion and weak legs" does not meet lifescan's criteria for a serious injury. There is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.